Event description:
It was reported that during the day of the trial procedure, the patient was experiencing new pain in his left leg. The physician believed that the new pain was procedure related. The patient had a lead pull and was doing well postoperatively. Explanted spinal cord stimulation (scs) leads were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7284286. UDI: (B)(4).